Manufacturer narrative:
E1: (B)(6) . H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found alarms: motor not running. Functional testing was performed, and the cause was identified to be a worn-out leadscrew. The leadscrew was replaced to resolve the issue.

Event description:
It was reported that the pump's motor was not running. There was no patient involvement.